Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Lump/nodule:unable to observe since it is not related to the device. Granuloma:unable to observe since it is not related to the device. Crease folding of implant:no observed creases on the device. Cyst-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "pain, stinging under the armpit, extracapsular rupture, and signs of axillary siliconomas." Patient additionally reported "hypointense nodule which may be related to a fat lobule or phyobradenolipoma," "lymphadenopathy," "granuloma," "radial folds," and "cyst." The event of cyst is not device related. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, rupture, silicone migration, lump/nodule, lymphadenopathy, granuloma, crease/folding of implant, cyst-ndr.

Event description:
Patient reported right side "pain, stinging under the armpit, extracapsular rupture, and signs of axillary siliconomas." Patient additionally reported "hypointense nodule which may be related to a fat lobule or phyobradenolipoma," "lymphadenopathy," "granuloma," "radial folds," and "cyst." The event of cyst is not device related. The device remains implanted.